Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an angiojet zelante catheter. Inspection of the device revealed multiple shaft kinks. The x-ray was used to verify a hypotube separation. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on 19-mar 2024. It was reported that a leak from the pump occurred. The patient underwent a deep vein thrombosis on the left lower extremity. A zelantedvt clothunter angiojet, with console upn: u8600, was used for thrombus removal. During the procedure after priming, when the thrombectomy ran to about 28 seconds, it was noted that the catheter was leaking from the tubing and was determined that it could no longer be used. The device was taken out and replaced for another of the same model to complete the procedure. There were no patient complications. However, returned device analysis revealed that the hypotube was detached.